Manufacturer narrative:
Sample analysis: an eval of the actual complaint sample could not be performed as the device was not available for return. The root cause of this incident is unk. The physician stated that he may have caused a small tear or dissection while accessing the 3rd branch. He also said that it is possible there may have been a mismatch between the soft wire selected to access the distal vessels and the scepter. Another potential root cause is damage to the vessels from the original surgery.

Event description:
Two clips were surgically placed in a pt with a ruptured aneurysm at the mca bifurcation. After the surgical clipping, on (B)(6) 2014, the pt developed vasospasm and was treated with angioplasty and nimodipine. On (B)(6) 2014, the pt again developed vasospasm and was again treated with angioplasty and nimodipine. The pt seemed to recover after the second intervention, but 5 hours later, still on (B)(6) 2014, the pt experienced a major vasospasm of 3 vessels near the m2-m3 segment. The physician attempted to access the vasospasms with a traxcess .014" guidewire, but had trouble passing it through the surgically clipped area near the mca bifurcation because the clips hindered both visualization and access. Therefore, he removed the traxcess and replaced it with a softer hybrid guidewire made by balt extrusion. After gaining access with the hybrid guidewire, the physician used a scepter balloon to successfully perform 8 angioplasties in 2 of the 3 vessels. In the more distal 3rd branch, the physician performed a low-pressure inflation and the vessel ruptured. The physician then occluded the parent vessel. The physician stated that the pt did not do well both because of the rupture and because of her underlying vasospasm. We have inquired regarding pt status and the device model and lot info.